Event description:
It was reported that the patient presented in-clinic after receiving a notification for low, out of range high voltage lead impedance. An alert for possible high voltage circuit damage was also noted. The associated device was explanted; the lead remained implanted after being connected to the new device and testing giving normal results. The patient was in stable condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.